Event description:
Boston scientific received information that this right ventricular lead had dislodged. Surgical intervention was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.